Event description:
Angioplasty balloon ruptured during deployment of endovascular stent. Balloon became lodged in stent and could not be removed safely during procedure. Was eventually removed under surgical control (aorta bifemoral bypass graft and balloon catheter removal). The surgery was considered successful. The pt did have a minor (asymptomatic) heart attack in the immediate post-op period. To this point, remainder of convalescence uneventful. Hosp retains a document from MFR extending the expiration date from 9/94 to 3/96. Availaable upon request.